Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the black box revealed one power on reset event associated with a ¿call service (cs) 128¿ replace battery alarm as a result of a drastic voltage drop on (B)(6) 2016. The battery compartment was observed to be cracked at the threads on the side and below the grip pad. Moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. There was no damage found to the battery cap. The battery cap secured to the pump and maintained electrical connection. Further testing was performed: the battery cap was fastened and then unscrewed ½ turn leading to a pump reboot. The battery cap was fastened and the pump was exercised for 24 hours with no further reboots. The pump¿s cover was removed; no further moisture ingress or any intermittent conditions was found to the printed circuit board. The reported ¿power¿ complaint was duplicated. Unrelated to the complaint, the display screen contrast was dim and reddish. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the black box revealed one power on reset event associated with a ¿call service (cs) 128¿ replace battery alarm as a result of a drastic voltage drop on(B)(6) 2016. The battery compartment was observed to be cracked at the threads on the side and below the grip pad. Moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. There was no damage found to the battery cap. The battery cap secured to the pump and maintained electrical connection. Further testing was performed: the battery cap was fastened and then unscrewed ½ turn leading to a pump reboot. The battery cap was fastened and the pump was exercised for 24 hours with no further reboots. The pump¿s cover was removed; no further moisture ingress or any intermittent conditions was found to the printed circuit board. The reported ¿power¿ complaint was duplicated. Unrelated to the complaint, the display screen contrast was dim and reddish. (B)(4).